Event description:
While performing a transoral incisionless fundoplication (tif) procedure, a micro perforation occurred. The pt was administered IV antibiotics, and npo.

Manufacturer narrative:
Evaluation method: the device is not available for evaluation because it had already been disposed per the hospital's standard operating procedures.